Event description:
Patient called 911 because suspect device read "hi". Emergency medical tech's tested on their meter and it read "hi" also. Patient was given chocolate and soda. Patient did not go to the hosp. Controls on suspect device were in range. On 08/27/1998 it was made known to co that patient suffered a heart attack and was hospitalized.